Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain in the ribs and extreme sensitivity and inflammation in the rib area. The physician examined the patient and realized that the ipg was placed too high near the patient's last rib. The patient underwent revision procedure wherein the ipg was relocated. The patient was reportedly doing well post operatively.